Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable) alarms while using the vela ventilator. The customer cross checked the alleged faulty turbine and the issue were resolved. Carefusion (cfn) technical support issued an rga (return goods authorization) for the faulty component, and the purchase order of a new turbine has been placed. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.